Event description:
Rep reported that the surgeon felt the flow was not good. They flushed the valve and flow was still sluggish. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the flow test. Review of the device history record confirmed the valve met specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered to be closed.